Event description:
Patient arrived to intensive care unit (ICU) from emergency department (ed) on insulin drip. Insulin drip was started at 1402. It was noted that the bag had a decent amount of fluid in it by ICU registered nurse (rn). Rn entered the room around 1515 for "air in line" alarm on intravenous (IV). Insulin bag found to be completely empty. Ed rn states she wasted about maybe 30mls during priming process. Patient assessed, balloon gastrostomy tube¿s q15 and given prophylactic dose of d50 per attending.